Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs in an endobronchial ultrasound bronchoscopy (ebus) procedure performed on (B)(6) 2021. During preparation, the forceps was inspected before use. The forceps was able to open and close but a loud pop was noted. The forceps was inserted into the node station 7 of the lungs. The jaws of the forceps was then found unable to close and was stuck inside the anatomy. The forceps was able to close forcibly and was removed. The working length was also found kinked. The procedure was completed with another coredx forceps. There were no patient complications as a result of this event.

Manufacturer narrative:
Block g2: this additional informtion was received via a voluntary medwatch report on (B)(6) 2021. The report number is (B)(6). Block h2: additional information: a2 age, a4 weight, g2 report source block h6: device problem code a0501104 captures the reportable event of jaws failure to close. Block h6: conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs in an endobronchial ultrasound bronchoscopy (ebus) procedure performed on (B)(6) 2021. During preparation, the forceps was inspected before use. The forceps was able to open and close but a loud pop was noted. The forceps was inserted into the node station 7 of the lungs. The jaws of the forceps was then found unable to close and was stuck inside the anatomy. The forceps was able to close forcibly and was removed. The working length was also found kinked. The procedure was completed with another coredx forceps. There were no patient complications as a result of this event.